Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, and ethnicity were not provided. Procode is krd/hcg. Physical manufacturer name: (B)(4). [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure on the (B)(6) year-old female patient with an anterior communicating artery (acom) aneurysm with a 6.1 neck, using the lvis® jr stent (microvention) and spectra delta coils, the physician was attempting to advance the 4mm x 15cm deltafill 18 coil (dlf180415 / l12297) in the sl-10® microcatheter (stryker), but it could not be inserted into the microcatheter hub. The introducer sheath was reported as stripped from the pusher wire and encountered resistance. The physician was able to use the same size delta coils as replacements and successfully implanted in the patient using the same sl-10® microcatheter. The procedure was successfully completed without any patient injury or complications; there was no procedural delay as a result of the reported issue. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 4mm x 15cm deltafill 18 coil was received contained in a pouch. Visual inspection was performed. The hub was inspected and was observed without damage. The device positioning unit (dpu) was kinked at 22 cm from the proximal end. The coil introducer was unzipped and kinked. The resheathing tool did not have any appearance of damage. The marker band was found at 50 cm from the hub; this is within specification. Microscopic inspection was performed on the device. The v-notch was observed in good condition. The resistance heating (rh) and articulation joint were inspected through the introducer and were observed to be in good condition. The rh showed no evidence of being heated. The embolic coil was inspected and was observed to be in stretched condition, kinked and tangled. With the dpu kinked at 22 cm from the proximal end and the observed condition of the embolic coil, functional testing could not be performed on the returned device. A review of manufacturing documentation associated with this lot (l12297) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue in the complaint that the 4mm x 15cm deltafill 18 coil could not be inserted into the microcatheter was not confirmed through functional test; the returned device could not undergo testing due to the kinked condition of the device positioning unit (dpu). The embolic coil was observed kinked, stretched and tangled. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The 4mm x 15cm deltafill 18 coil was not originally reported to have issue related to the condition of the coil. The exact cause of the coil sustaining the kinked and stretched condition cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 4mm x 15cm deltafill 18 coil left the manufacturing facility with the coil in an unraveled state. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2019-00997. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure on the (B)(6) year-old female patient with an anterior communicating artery (acom) aneurysm with a 6.1 neck, using the lvis® jr stent (microvention) and spectra delta coils, the physician was attempting to advance the 4mm x 15cm deltafill 18 coil (dlf180415 / l12297) in the sl-10® microcatheter (stryker), but it could not be inserted into the microcatheter hub. The introducer sheath was reported as stripped from the pusher wire and encountered resistance. The physician was able to use the same size delta coils as replacements and successfully implanted in the patient using the same sl-10® microcatheter. The procedure was successfully completed without any patient injury or complications; there was no procedural delay as a result of the reported issue. The product was returned for evaluation. Based on the product analysis completed on (B)(6) 2019, this event has been deemed MDR reportable as a ¿malfunction.¿